Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident with the clip applier occurred when the surgeon was about to apply to a vessel. It was noted that the issue was prior to clip application while in the patient. The surgeon experienced the instrument would not hold the clip as it did not seat well. Large purple clips were used for the procedure. The vessel was not greater than specified in the instructions for use (IFU). The issue with the subject clip applier instrument occurred during the 2nd clip application. A backup was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The clip stayed attached to the clip applier and unable to be released. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the large hem-o-lok clip applier would not hold the clip. The procedure was completed with no reported injury.